Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient reported experiencing elevated blood glucose levels, with blood glucose readings reported as ¿high.¿ reported symptoms included nausea and persistent vomiting, which continued for several hours and resulted in dehydration. The patient was transported to the hospital via ambulance for medical evaluation and treatment. The patient was diagnosed with hyperglycemia and dehydration secondary to prolonged vomiting. The patient further reported that, while at the hospital, it was determined that the cannula was not inserted into the skin. Treatment administered included intravenous (IV) insulin therapy and IV fluids. The patient was discharged on (B)(6) 2026.